Event description:
Acct reports 2 incidents: on one, the tubing leaks where the 2 leads and the 1 lead come together: on the second report occurred at the end with the dual leads and one of the leads was leaking at the proximal end of the lead where it inserts into the hard plastic hub. No pt injury was reported with either incident.